Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed both the homechoice return instrument test/evaluation (rite) electrical test and the rite functional testing. External / internal inspection performed with no issues. The digital printed circuit board (pcb) voltages were checked and found to be within specifications. A short simulated therapy was successfully completed. Review of the logs showed all of the therapy information was missing, indicating a problem with the digital pcb. The cause for the reported issue of erroneous characters on the display was determined to be caused by a defective digital pcb assembly. The digital pcb was scrapped to resolve the problem. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported an unknown alarm code during the use of the homechoice device. The customer reported seeing unknown and unsequential numbers, letters and characters. This event occurred during an unspecified cycle. There was patient involvement but no injury or medical intervention was reported. No additional information is available.